Manufacturer narrative:
The service engineer found a dirty ise bath and an unsecured waste port. He cleaned the ise bath and secured the waste drain. The ise checks, calibration, qc and precision were all completed and acceptable. The investigation determined that the calibration and qc were acceptable on the day of the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of questionable ise indirect k for gen.2 results for 2 patients tested on a cobas 6000 c (501) module. The initial results were reported outside of the laboratory. For patient 1 the initial k result was 4.0 mmol/l and the repeat result on a different c (501) was 4.6 mmol/l. For patient 2 the initial k result was 3.6 mmol/l and the repeat result on a different c (501) was 4.5 mmol/l. Patient 2 was a (B)(6) year-old female with a date of birth of (B)(6). The repeat results were deemed to be correct. The k electrode lot number and expiration date were asked for but not provided.